Event description:
An event occurred on an unspecified date involved a secondary set, secure lock, 34 inch where it was reported that there was visible contamination of intravenous (IV) tubing. The contamination is reported as small black dots on the internal walls of the drip chambers. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.